Manufacturer narrative:
A visual inspection was performed on 2 opened and used enlite sensors found both sensors needles separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensors were returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of improper use of the sensor. The customer's blood glucose reading was unknown. The customer stated that when she first put the sensor in, the whole thing came out. On the second button press, the serter pulled out the sensor and needle housing. The customer stated that the needle never inserted into her skin. The customer stated that the second sensor might be retracted in the needle hub. The customer thinks that it is user error. The customer will be sent two replacement sensors.